Manufacturer narrative:
On 07/03/2019, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, it was reported that the patient developed capsular contracture. During evaluation of the sample it was observed to be intact. No additional anomalies were observed. Based on the facts of the case, is unrelated to the breast implant and related to the patient condition. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. No further investigation will be conducted on this complaint due to external cause. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 6/19/2019, mentor became aware that the method, result, and conclusion codes were unintentionally not reported in the previous submission upon receipt of device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 5/28/2019, mentor became aware that both sides were effected. Left side capsular contracture; baker grade IV and right side capsular contracture; baker grade iii. This report is for left side. The right side is being reported separately. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. On 6/7/2019, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: left side capsular contracture; baker grade iii/IV. Concomitant products: right side cat#: 3505590bc; s/n: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a -year-old caucasian female patient underwent primary breast augmentation with a 590cc mentor memorygel, breast implant and was presented with left side capsular contracture; baker grade iii/IV. The issue was noticed on (B)(6) 2019. As a result, patient will undergo explantation of device on (B)(6) 2019.